Event description:
The pump was returned for investigation. Investigation found a damaged force sensor connector wire. This report is made based on results of investigation completed on 01/27/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found loss of prime occurrence. On investigation, the pump powered up properly. A rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without any incidents. Force sensor calibration was within specification. When the pump was opened to further investigate, a damaged force sensor connector wire was observed. (B)(6).